Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.0 x 150, 135cm mustang balloon catheter was advanced for dilatation. However, during the third inflation at 20 atmospheres for 1 minute, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications nor injuries were reported.